Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history. The pod was then deactivated and she noticed the cannula was bent. There was also blood noted in the cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.